Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 2.5 x 12mm xience xpedition referenced is being filed under a separate medwatch report#.

Event description:
It was reported that the procedure on (B)(6) 2016 to treat a bifurcation lesion in the left anterior descending (lad) artery with mild calcification and no tortuosity. The patient arrived with anterior wall st-elevated myocardial infarction (stemi). A 3.0 x 23 mm xience xpedition stent was implanted in the lad and because of compromised ostium and diagonal (d1), the patient had chest pain and ventricular fibrillation 3 times. Subsequently a 2.5 x 12 mm xience xpedition stent was implanted in the d1 and post-dilatation was done with kissing balloons. On (B)(6) 2016, the patient presented with stemi. Angiography revealed thrombosis and thrombosis aspiration was performed. Optical coherence tomography (oct) showed a proximal edge dissection and malapposition of the proximal xience xpedition stent in the lad. A 3.5 x 9 mm drug eluting non-abbott stent was implanted to treat the dissection and post-dilatation was performed. Two drug eluting stents (2.5 x 9 mm and 2.25 x 13 mm) were placed to open the side branch and post-dilatation was performed with the kissing balloon technique. On (B)(6) 2016 the patient returned with a 2nd stemi and angiography showed thrombus in the diagonal and lad and again proximal edge dissection, with 50% proximal stenosis. An additional 3.5 x 12 mm stent was implanted proximal and kissing balloons were used for the bifurcation. Control angio and oct done on (B)(6) 2016 showed some remaining thrombus.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported patient effects of angina, dissection, myocardial infarction, occlusion, stenosis, ventricular fibrillation, and thrombosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the stent malposition and patient effects.